Event description:
On (B)(6) 2016, nurse called to state the pt's controller alarmed "power disconnect at position 1: on batteries and on ac adapter. Multiple batteries tried and outlet changed. Controller then changed and issue resolved. Old controller quarantined. On (B)(6), pt on 2 batteries and alarmed "power disconnect position 1". Multiple batteries and different ac adapters tried in different outlets but no power source recognized at position 1. New controller placed and immediately had same issue. Contacted heartware clinical engineers and sent waveforms for analysis. No obvious wire damage or pump problems. Recommended that all power sources and controllers changed and the problem resolved. All involved equipment sent to heartware for replacement. All electrical outlets checked.